Manufacturer narrative:
H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer.

Event description:
It was reported to philips that battery is not charging. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.